Event description:
The report received indicates that the patient experienced stent thrombosis to the left anterior descending artery (lad) causing a myocardial infarction (mi). It was treated with a triple coronary artery bypass graft (CABG). The date of implant of the cypher stent in the lad was 2006. The date of the thrombosis was noted at about six months later.

Manufacturer narrative:
This male experienced late thrombosis of a cypher stent. Medical history was not provided. Clinical and procedural details were not provided. The event occurred approximately 6 months post implantation and was treated with 3-vessel coronary bypass surgery. The stent could not be returned for evaluation; it remained implanted. A review of the manufacturing records could not be done without a lot number. Stent thrombosis is a potential adverse event associated with coronary artery stenting. With such limited information, it is not possible to determine what factors may have contributed to this event.